Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. During a second surgery to correct the placement of the lens axis, the surgeon noted the lens was stuck to the capsule causing lens subluxation. The lens was exchanged to a different MFR's model. Additional info has been requested.

Manufacturer narrative:
The lens was returned and a small crack was observed at one optic/haptic junction. Solution was dried on the lens. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause for the "overcorrection" or the dislocation (luxation). The optical resolution was acceptable; lens met specification for focal length and cylinder readings. Damage was observed, which due to the condition of the returned sample was most likely related to customer handling. Additional info has been requested. (B)(4).